Manufacturer narrative:
This file is no longer reportable.

Event description:
There was an unknown issue reported with the device. No patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
There was an unknown issue reported with the device. No patient involvement.